Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( cannot run detect and treat testing) was due to the ECG cable from the dn to rear cable was severed and cut. The root cause for the cut cables was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.